Event description:
During the routine follow-up of the device involved in this report, the pt (who was pm dependant since 2008) complained about breathlessness. Sensing tests showed oversensing phenomenon resulting in ventricular pauses.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Review of the electronic data and files received. Oversensed events resulted from a/v cross talk. In response to the warning letter that the united states food and drug administration issued to ela medical (2009), ela is filing this MDR at this time.